Event description:
Covidien received info that due to a malfunction, the pt was removed from the 840 ventilator. The pt was not harmed or injured as a result of the event. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.

Manufacturer narrative:
No ventilator serial number available.